Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The following physical damage was noted: cracked casing at a display window corner, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. Moisture damage was not verified.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis; the patient's blood glucose at the time of admission was 378 mg/dl. The high blood glucose resulted from the customer using the insulin pump after she dropped it in the toilet two weeks ago. The customer did not report the moisture exposure event to medtronic. No further details were provided regarding the hospitalization. The insulin pump was returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage on the keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump passed the displacement accuracy test.